Manufacturer narrative:
[Endoscopic submucosal dissection.]

Event description:
Olympus medical systems corp. (Omsc) received a journal article titled "endoscopic submucosal dissection is associated with less pathologic uncertainty than endoscopic mucosal resection in diagnosing and staging barrett¿s-related neoplasia." The documented study reviewed the difference in the removal of esophageal lesions via endoscopic mucosal resection (emr) and endoscopic submucosal dissection (esd), pathological specimen and clinical decision-making and the secondary evaluation of the effect on the outcome of the patient. During the study, it was reported that delayed esophageal strictures developed in four of the patients, one in the emr group and three in the esd group. In all four patients, they required endoscopic dilatation. There was no additional information available. As no serial numbers were provided for the scopes used in the study olympus is unable to determine if the devices were returned for evaluation or perform a device history record review. This complaint will capture one patient in the emr group using scope model number gif-hq190. Podboy, a., kolahi, s., friedland, s. & louie, c. (2020). Endoscopic submucosal dissection is associated with less pathologic uncertainty than endoscopic mucosal resection in diagnosing and staging barrett¿s-related neoplasia. Digestive endoscopy, 32, 346-354. Https://doi.org/10.1111/den.13487.